Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. Additional information was not provided for further investigation. Most likely an issue with lld occurred as laboratory humidity was out of specifications. No adverse events were reported.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample initially resulted as <0.100 miu/ml and this value was reported outside of the laboratory. The doctor called questioning this result, so the sample was repeated, resulting as ">6000" miu/ml. The repeat result was believed to be correct. The patient was not adversely affected by the event. The hcg+ss reagent lot number is 16758402 with an expiration date of 07/31/2013. The field service representative determined that the issue was caused by the liquid level detection and low humidity in the laboratory. He examined the unit and checked sample lld, which was ok. He checked alignments and these were ok. He reviewed calibration and quality controls, these were ok. He performed performance testing which was ok. The instrument was running within specifications.